Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized as a result of blood glucose excursions. The reporter was unable to provide any exact blood glucose values, symptoms, or treatment that was received while the patient was hospitalized. The reporter was unwilling to perform any troubleshooting at the time of the call. This complaint is being reported based on the allegation that a patient was hospitalized while using the pump as a result of blood glucose excursions.